Manufacturer narrative:
Initial reporter zip/post code - (B)(6). Initial reporter phone - (B)(6). Device evaluated by MFR.: the unit returned has the distal tip damaged, as part of overall visual revision. During the product analysis it was noticed that the polymer sleeve twisted from the core wire at the proximal section. Total length of the returned wire was 150 cm and 8.5 cm of polymer was detached. As a part of the analysis, the device was inspected in a high magnification visual system and it was possible to observed that the section of the core wire left exposed has remains of the adhesive, known as thixon, used to bond the polymer sleeve and the core wire.

Event description:
It was reported that coating issue occurred. The target lesion was located in the popliteal artery. A 150cm x 8cm poly tip v-18 control wire was used together with a rubicon support catheter. The wire was used to probe the vessel occlusion. However, upon pulling the wire back into the end of the rubicon, the physician noticed that the coating of the tip of the wire was hanging off. The physician was able to pull the wire and the hanging piece back into the rubicon. The wire was then replaced with a victory wire and the same rubicon was used. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that coating issue occurred. The target lesion was located in the popliteal artery. A 150cmx8cm poly tip v-18 control wire was used together with a rubicon support catheter. The wire was used to probe the vessel occlusion. However, upon pulling the wire back into the end of the rubicon, the physician noticed that the coating of the tip of the wire was hanging off. The physician was able to pull the wire and the hanging piece back into the rubicon. The wire was then replaced with a victory wire and the same rubicon was used. There were no patient complications reported and the patient's status was good.